Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular leads dislodged post implant. After 4 hours of operation, the patient could not keep lying and physician had to terminate the operation. It was also reported the left ventricular (lv) lead dislodged during implant. The leads were attempted and not used. A re-implanting operation is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.